Event description:
It was reported that a patient experienced thrombosis. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The physician attempted to aspirate the sheath prior to inserting the farawave; however, it would not aspirate and was only pulling air. Intracardiac echocardiography (ice) imaging was used to verify that the faradrive was not obstructed, and fluoroscopy was performed to check for any kinks in the sheath. A new faradrive was opened, and a sheath exchange was performed. Upon aspiration of the removed sheath, a clot was observed. Heparin had been administered prior to the transseptal puncture. The patient is expected to fully recover from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced thrombosis.during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The physician attempted to aspirate the sheath prior to inserting the farawave; however, it would not aspirate and was only pulling air. Intracardiac echocardiography (ice) imaging was used to verify that the faradrive was not obstructed, and fluoroscopy was performed to check for any kinks in the sheath. A new faradrive was opened, and a sheath exchange was performed. Upon aspiration of the removed sheath, a clot was observed. Heparin had been administered prior to the transseptal puncture. The patient is expected to fully recover from the event.it was further reported that no air was seen in the sheath or in the patient during the procedure, and no extra bubbles were noted. When the physician attempted to aspirate via the flush port, the syringe would not pull back completely due to the clot in the sheath. Irrigation was never interrupted or stopped during the procedure. No air was noted in the patient during the procedure. Ice imaging was performed pre-procedure to rule out thrombus. The patient was on a blood thinner 24 hours prior to the procedure and received heparin at the start of the procedure. No fibrin or coagulant was seen on the tip of the catheter. The clot came out of the sheath when the old sheath was flushed on the back table after it had been replaced with a new sheath. Interventions included replacing the sheath and administering additional heparin.

Manufacturer narrative:
B5: describe event or problem - updated.h6: device codes - updated.